Event description:
The complex design of the elevator mechanism in duodenoscopes has been recognized as a challenge for disinfection and recently implicated as a potential source of persistent bacterial contamination. Linear echoendoscopes also have an elevator mechanism, however, there are no data or recommendations regarding the risk of persistent bacterial contamination of echoendoscopes. During the study period, a total of 540 cultures were obtained. About 521 (96.5%) were primary cultures obtained from 18 curved linear array echoendoscopes. There were 22 (4.2%) primary cultures positive for gnb after hld re-processing. Eleven different bacteria were isolated. There have been no documented cases of pt to pt transmission - no pt injury has been identified.